Manufacturer narrative:
On 2nd feb 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved, and the device was requested further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. The data management system (dms) confirmed that the user stopped using the system on the 4th of february. Investigation on the physical device was not possible as it was not returned, but a review of the in vivo sensor data showed declined signal, indicative of oxidation of the glucose-indicating component in the sensor hydrogel. A sensor replacement was offered to the user as part of resolution, however, the user opted not to get re-inserted.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.